Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found an untreated event was stored due to oversensing. Additionally, there were other stored treated events due to noise being oversensed which resulted in the patient receiving three inappropriate shocks. The device is programmed to primary at 1x gain which was programmed at the time of the previous events. Ts recommended to contact the field representative to troubleshoot. At this time, the system remains in service. No additional adverse patient effects were reported.